Manufacturer narrative:
P-cap locked in place properly during testing. Unit was received with cracked keypad overlay, pillowing keypad overlay, scratched case, cracked battery thread, cracked battery tube compartment, battery cap damage, battery cap contact missing, and cracked corner of belt clip rails. In summary, customer allegation for cosmetic damage was confirmed during visual inspection when cracked battery thread, cracked corner of belt clip rails, and cracked battery tube compartment were noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced crack on the pump. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer discontinued using the device. Mmt-1886 was requested and it was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. On 13-may-2025 customer called in with the following concern: damage on the back side p-cap locked in place properly during testing. Unit was received with cracked keypad overlay, pillowing keypad overlay, scratched case, cracked battery thread, cracked battery tube compartment, battery cap damage, battery cap contact missing, and cracked corner of belt clip rails. In summary, customer allegation for cosmetic damage was confirmed during visual inspection when cracked battery thread, cracked corner of belt clip rails, and cracked battery tube compartment were noted. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.